Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was not performed because no lot number was provided and it was not available on the returned product. The evaluation revealed that the weld on the connection between the pin and the wire is broken on both of the complained trocars is indeed broken off. The instrument meets fully to our specifications. No product fault could be detected. We do suppose that too much mechanical force during the procedure may have caused the breakage of the weld. No product fault could be detected.

Event description:
It was reported that while screwing the trocar into the trocar holder there was a breakage at the junction of the shaft and the tip. This is report 1 of 2 for complaint (B)(4).